Event description:
The ICD was explanted when the pt presented with the ICD in hardware reset. Defib functions were turned off and brady pacing was in backup mode with vvi 10 bpm. The device could not be interrogated. Per the pt, no shocks were delivered.